Event description:
Scorpio patella ingrowth observation report received from (B)(6) regarding revisions which are currently being investigated by the hospital. Pt (B)(6) was revised 3.1 years after implantation due to pain. Observation noted extensive bone ingrowth 97% coverage with god thickness and penetration through beads.

Manufacturer narrative:
The following other knee devices were also listed in this report. Scorpio nrg x3 ps tibial insert #11 10mm, cat# 82-71110, lot# 8eemrd. Scorpio nrg ps femoral component with ha size 13, cat# 81-6413r, lot# jpvmadx1. Scorpio fixed bplate pa size 11, cat# 7145-0011, lot# 1ptmrd. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.